Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse confirmed alignments, checked wud (water pump) and dwud (dilutor water pump) operation, rebuilt the dip and sp (sample probe) with the new style seals and also rebuilt the srwp and rp1 (reagent probe 1 pump). A full preventive maintenance was performed. The operator ran calibration and qc passed. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia 1800 calcium (ca_2) result was obtained on the instrument. The sample was automatically rerun due to the critical limit setting and a new result was obtained. The customer ran the sample on a different system and confirmed the second result, which was obtained on the first instrument. There was no report of adverse health consequences or patient intervention due to the discordant calcium result.